Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient condition worsened. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending artery (lad). Following pre-dilation with an apex balloon catheter, a 3.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The patient's condition worsened subsequent to the delay in the procedure.